Manufacturer narrative:
The recipient has reportedly healed and the swelling resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed torn silicone overmold on the bottom cover and near the flange. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced swelling over the device. The recipient's device was explanted. During surgery a pocket of inflammatory tissue collecting fluids was noted over the device. The recipient was reimplanted with another advanced bionics cochlear device.